Manufacturer narrative:
Date the incident occurred was estimate as (B)(6) 2019 which is the first day of the month of the aware date.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mild to moderately calcified vessel. Two 1.50 mm x 12 mm emerge balloon catheters were advanced for dilatation consecutively. However, during inflations at 2 atmospheres, the balloons ruptured. The procedure was completed with a non-bsc device. No patient serious injury or adverse event were reported.